Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
The customer's parent reported via telephone call that the insulin pump alarmed for a button error. The parent did not recall the blood glucose reading at the time of the alarm but stated that the most recent reading was 56 mg/dl. The parent did not recall any significant event leading to the alarm. The parent was advised that the insulin pump would be replaced and agreed to return the product for analysis. The parent was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.